Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was found that the bearings were damaged due to normal wear. The device was repaired by replacing several components.

Event description:
Customer reported that the console displayed the handpiece lock engaged error code for the device and that it also turns very irregular when it works. This is report 1 of 1 for (B)(4).